Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/09/1995 and was last repaired on (B)(6) 2013 for a non-related issue. Evaluation of the device observed that both set screws were slightly exposed on the interior of the ratchet gear. Galling of the roller gear teeth was observed. Discoloration and wear to the rear cross member was observed; however, the structural integrity of this part was not compromised. There also was damage to the comb, roller, left side plate and shoulder bolts. Prior to repair, a test mesh passed, but the device was outside calibration specification on the left side. Customer did not return any cutters for evaluation. No information is known on the cutter(s) utilized during the reported event. Improper handling by the user most likely caused the damage to the roller gear, comb and lack of calibration, which likely caused the customer's reported event. Additionally, improper handling most likely caused the damage to the roller, left side plate and shoulder bolts. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not meshing skin. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.